Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the device alarmed for gas mixer fail and stopped automatic ventilation. There was no detail in the report which would suggest that patient consequences may have occurred.

Manufacturer narrative:
The log file was analyzed whereby it was determined that the device passed the automatic power-on self-test (post) in the morning of the date of event without deviations. The respective surgical procedure ran stable and unremarkable for the first few minutes until the user switched from manual ventilation to volume mode. Immediately with the mode change the self-monitoring function detected a communication problem between the cpu board that controls the gas dosage and the user interface. In a situation where ventilator and gas mixer enter a fail state simultaneously the supervisor software routine is designed to switch-off both subsystems. The device went into the so-called "safety mode" and alerted the user to this condition by means of a corresponding alarm. If such deviation occurs during use the user has to set up adequate oxygen and a-gas flows manually to perform manual ventilation with the in-built breathing bag; monitoring functionalities of the device are not affected by this kind of error condition. The procedure how to establish the emergency gas supply is laid down in the IFU. Dräger knows a certain number of similar events - none of these events could be traced back to a clear root cause. The fact that the identical type of board is used in the workstation twice and does not exhibit malfunctions in the second application periphery makes a general design issue rather unlikely. A reasonable explanation would be electrostatic discharge of the user during interaction with the device or any other kind of electromagnetic disturbance that exceeds the immunity barriers of the device. The primus was developed in compliance to the requirements of (B)(4). The number of similar cases is within the expected range of the respective risk assessment and thus accepted. It was recommended to the user facility to check the measures that are in place to prevent the effects of emc disturbances.

Event description:
It was reported that the device alarmed for gas mixer fail and stopped automatic ventilation. There was no detail in the report which would suggest that patient consequences may have occurred.